Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the fathom-14 was returned for analysis. The guidewire was returned; it was possible to observe that the distal tip was detached and kinked.

Event description:
Reportable based on device analysis completed on 28aug2025. It was reported that device difficult to track over wire and tip damage occurred. The target lesion was located in the abdominal cavity. A 200cm x 10cm fathom-14 was selected for use. During the procedure, it was noted that when guidewire entered the lesion. The tip was weak and could not guide. The guidewire was withdrawn, and it was noted that the tip was tortuous and deformed. There were no patient complications as a result of this event. However, returned device analysis revealed a distal tip was detached.